Event description:
It was reported that the insulin gauge on the customer's pump displayed a different amount than expected, leading to confusion over the fill estimate. There was no adverse impact to the customer's blood glucose level. The customer used additional insulin during troubleshooting and contacted technical support for guidance. Customer contacted to understand why the fill estimate was static at 45 units. Technical support informed the customer about the reason for the static reading and advised them that replacements were not necessary unless the insulin dropped below that level. The customer was satisfied and requested replacement supplies, which technical support agreed to send.